Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 02/01/2017. This event was reported by the patient. Apollo reached out to the patient's physician to indicate product serial number and to confirm the reported events. To date, apollo has not obtained additional information. Without device or device serial, the taper type is unknown. Should the device be removed, a visual examination may determine the connecter type associated with the reported events. Device labeling addresses the reported event as follows: precautions: revision procedures may require the existing staple line to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death or in late erosion of the device into the gi tract. It is the responsibility of the surgeon to advise the patient of the dietary restrictions that follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight. Patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Seventy-five subjects had their entire lap-band systems explanted. Fifty-one of the 75 explants (68%, 51/75) were counter measures to adverse events. Band slippage/ pouch dilatation and/or stoma obstruction was the most common adverse event associated with these explants (32%, 24/75). Other events associated with these explants were erosion (5%, 4/75), infection (4%, 3/75), gi disorders such as gastroesophageal reflux and/or dysphagia (11%, 8/75), lapband system leak (4%, 3/75); one needle damage to shell and 2 access-port tubing leaks; esophageal disorders, such as dilatation and delayed emptying (7%, 5/75); gastric perforation (3%, 2/75); one abdominal pain; and 1 respiratory disorder. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%, 24/75). Data from a post-approval study showed an estimated explant rate of 6.5% per year over the first 5 years following implantation. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system had "port revision performed, unknown date. Had trouble breathing when a carrot got stuck. The patient ended up going to hospital. Fluid was removed from the lap-band and his breathing issues were resolved. The patient was also diagnosed with pneumonia due to something stuck in the lap-band." The patient's lap-band system remains implanted.